Manufacturer narrative:
Customer will not return the product.

Event description:
The user facility reported, the end of the bladder of the cuff ripped open during inflation before an incision was done during a procedure. No medical intervention, no clinically significant delay and no adverse consequences.

Manufacturer narrative:
The initial MDR was filed by stryker instruments. It was subsequently discovered the device was reprocessed by stryker sustainability solutions. The complaint device was returned to stryker sustainability solutions for evaluation. Upon visual inspection, the device appeared clean with no debris or sign of clinical use. The strap has been partially torn off opening up the entire end of the ptc bladder. The stitching on one side of the ribbon strap has been completely torn out. The device was found to be non hermetic. The tear at the end was allowing all air to escape immediately. A review of the DHR could not be performed as the lot number was not reported. The reported event could be attributed to: ribbon strap being caught between surfaces and ripped out; ptc coming into contact with sharp object or surface; use error: inadequate handling instruction, user damages cuff. The instructions for use (IFU) state: warnings: --it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. --avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. -directions for use: --before beginning the procedure, verify compatibility of all devices and accessories. --prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patients' limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. --secure the cuff fasteners to ensure that the cuff stays in place during the procedure. --if the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. --inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that as the customer was inflating the pressure tourniquet cuff, the pressure tourniquet cuff burst. The end of the bladder ripped open. The issue was identified prior to the incision and the procedure was completed successfully. There was no patient injury or medical intervention and extended procedure time reported was 5 to 7 minutes. Multiple attempts were made to obtain additional information. No information was provided. These are commonly used devices that are readily available.